Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.50mm x 16mm) could not be released from the capture coil despite rotating and manipulation of the pushwire. The marksman and pipeline were removed from the patient as a whole. Another pipeline was used to complete the procedure. The patient was reported to be doing fine and discharged the next day. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Device not returned as it was discarded. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.(B)(4).